Event description:
It was reported that, a patient had an unstable left knee, so a revision surgery was booked on the (B)(6) 2022 to explant one (1) journal art ins bcs std 7-8 lt 9 which had a post broken. A 7/8 13mm journey I was inserted in exchange. No delay reported. Patient was not harmed as a consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, there were no clinical factors found which would have contributed to the event. Based on the information provided, the impact to the patient was the reported fracture and subsequent revision. According to the report there was no delay in the procedure and the patient was not harmed because of this problem. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. According to the material specification, the quality and manufacture of ultra-high-molecular-weight polyethylene (uhmwpe) as ram-extruded rod and compression-molded rod and plate shall be controlled. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, size selected, surgical technique or postoperative care. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.